Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: three ncircle tipless stone extractors, reportedly were found to have broken sheaths. The issue with these devices were discovered prior to making contact with the patient and they were not used. No adverse events have been reported as a result of the alleged malfunction. Attempts to acquire additional information from the user facility were executed, however no additional information was provided to cook in response to this incident. Investigation ¿ evaluation a visual inspection and functional testing of the returned devices were conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), drawing, manufacturing instructions, the instructions for use (IFU), and quality control data. Three ncircle tipless stone extractors were returned for investigation. Device a the device was returned with the handle in the open position and the basket formation in the closed position. The mlla [male luer lock adapter] was loose. The collet knob was tight and secure. The basket sheath was smashed at the distal tip and again at 8 mm from the distal tip. The basket sheath was bent 4 cm from the distal tip. The support sheath was split starting 5 mm from the nose of the mlla. A functional test determined the basket handle did not actuate the basket formation. The handle was disassembled, and offset coils were found in the basket assembly 1.5 cm from the cannulated handle. Device b the device was returned with the handle in the open position and the basket formation in the closed position. The mlla [male luer lock adapter] was tight. The collet knob was tight and secure. The basket sheath was separated at the nose of the mlla, had an angular cut and appeared to be split. The cannula and the coil assembly was bent at the end of the cannula. The basket assembly could not be pushed through the end to open the basket formation. Device c the device was returned with the handle in the open position and the basket formation in the closed position. The mlla [male luer lock adapter] was tight. The collet knob was tight and secure. The basket sheath was separated approximately 1 mm from the base of the flare and found to be split. The coil assembly was separated from the cannulated handle, exposing approximately 5 mm of wire. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. All three returned devices were found to be nonfunctional due to sheath damage. The sheaths were all damaged at or near the handles, preventing the baskets from opening and closing. There are two possible causes for the observed damage: 1) the devices were damaged during shipping, or 2) the devices were damaged during handling when removing them from the packaging. There is not enough information/evidence available to make a determination of which possible cause was most likely. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to an unknown procedure using a ncircle tipless stone extractor, the operator opened the package to test the device, and the green sheath was broken. It is unknown how the procedure was completed. No adverse effects have ben reported due to the alleged malfunction. Additional patient and event information has been requested.